Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a "therapy disabled" problem. The patient involved was reported to have experienced no harm or adverse patient impact. Additional information has been requested.

Event description:
It was reported to philips that the device has a "therapy disabled" problem. There was no reported patient involvement.